Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly. The complaint will be logged into the system for trending purposes. This device is manufactured for gyrus acmi by an OEM. A review of the device build records indicate that there are no discrepancies noted in the build records for this lot.

Event description:
The ureteral stent was placed on (B)(6) 2011 in the patient and it was noted that the stent buckled and got stuck on the stone (not encrusted). The first removal attempt of the stent was (B)(6) 2011 with a storz rigid cystoscope and it was not successful. A second removal attempt was performed on (B)(6) 2011 via ureteroscopy using all storz instruments, with successful removal. As of (B)(6) 2011, the surgeon reported that the patient is fine.